Manufacturer narrative:
During a literature review, it was noted 50 hypotensive issues during a retrospective review of adverse events that used hae equipment. These events resolved with no intervention required. While no device malfunction is alleged, a causal relationship between the procedures and events could not be ruled out. It is unknown if these adverse were previously reported, but in hae's commitment to patient safety, these events are being reported out of abundance of caution.

Event description:
During a review of a published literature article of a review of adverse events, 50 events of hypotension were noted. It was documented the events did not require any medical intervention. While no device malfunction is alleged, casual relationship to the procedure could not be ruled out. These events are a retrospective review and it is unknown if these were reported previously, but hae is committed to patient safety and is reporting out of abundance of caution.